Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear 3-6. Upn: (B)(4). Model: sc-2366-50. Serial: (B)(4). Batch: 5059210.

Event description:
It was reported that the patient experienced inadequate stimulation from the spinal cord stimulation leads. The physician planned on repositioning the leads, however decided to replace them due to extensive scar tissue present around the leads. No additional adverse patient effects were reported. The procedure was successfully completed. The explanted leads will not be returned as they were retained by the medical facility.